Event description:
In 2005 pt implanted with cannulated screw for bunion repair. Had an acute allergic reation to the tincture of bengoin used to prep area. Ten days later suspected infection because blitenny agian. Put on IV antibiotics no real change. 2 months later more redness/swelling. Periosteal flutting on x-ray suggested osteomyelitis. However, when explanted in 2006, bone war normal, not consisted osteomyelitir. Six different blood and tissue cultures done - all negative for bacteria and fungi, including mrsa. Pt inproving. Put on medol peck a month later to reduce inflammation.